Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead dislodged which caused loss of capture. During the attempt to revise the lead the physician had difficulty removing the screw. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.